Event description:
Information received from the (B)(6) clinical database. Treatment of a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 7.6mm x 4.7mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 involving two pipelines. The first pipeline was implanted across the aneurysm neck successfully; however, the proximal end of the device migrated distally. A second pipeline was implanted overlapping the first one to achieve adequate coverage. It was reported that the patient presented with a sudden onset of headache and nausea due to an ipsilateral basal ganglia hemorrhage while on prasugrel with pru 185 on (B)(6) 2012, which required surgical evacuation of the hematoma. Per follow-up visit on (B)(6) 212, the patient had residual right hemiparesis and expressive aphasia following the hemorrhage.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The other device involved in the event is as follows: model: fa-77450-12 / lot: not reported / dom: n/a / exp: n/a (B)(4).